Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh) (returned to osh on (2022/07/14). The evaluation at osh confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for a therapeutic transurethral resection of the prostate (turp) procedure, the esg-400 hf-generator issued error codes e433. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.